Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button was not responding. Customer's blood glucose was 243 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked display window at lower right side corner, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.